Event description:
Manufacturer review of a vns patient's programming history noted that high lead impedance was noted on (B)(6) 2010. There is no further history after this date to determine if the high lead impedance resolved or is still ongoing. Attempts to the treating neurologist for further information are in progress.

Event description:
All attempts to the treating neurologist for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.